Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a green dot in the middle of the monitor screen when the device was powered on and then slowly faded into a blank screen. The complainant indicated that there was no pt involvement in the reported failure.